Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited noise on the atrial and shock channels causing multiple inappropriate atrial tachycardia response (atr) episodes. Both the shock and atrial impedance measurements are normal and consistent at 60 ohms and 600 ohms respectively. The pacing impedance on this high impedance lead has climbed from 1700 to 2400.